Event description:
Metal sticks me - mouth [mouth injury]. Small plastic piece has broken and fell off. Toothbrush is unusable as it comes out while brushing - oral-b [device breakage]. Consumer via e-mail stated that a small plastic piece broke and fell off, making their oral-b smart guide toothbrush unusable as the brush head came out while brushing. No serious injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Metal sticks me - mouth [mouth injury]. Small plastic piece has broken and fell off. Toothbrush is unusable as it comes out while brushing - oral-b [device breakage]. Consumer via e-mail stated that a small plastic piece broke and fell off, making their oral-b smart guide toothbrush unusable as the brush head came out while brushing. No serious injury was reported.